Event description:
It was reported that during a laparoscopic cholecystectomy procedure on (B)(6) 2025, the stapler did not fully engage. As a result, the patient experienced a leak that required a return to surgery three days later, and led to a prolonged recovery.

Manufacturer narrative:
(B)(4). Date sent: 12/5/2025. D4: batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: was the clip pre-loaded off the structure and then applied? No. How many clips were applied to the patient side? 1 proximal and 2 distal. Was a leak test performed? If so, what type and what was the result? The patient had a CT scan that showed fluid and a hida scan that performed the leak. How was the leak identified? On CT. What was observed at the site of the leak upon reoperation? The clips were in place with bile coming out of the duct. What were the issues experienced with the device in the initial surgical procedure? The ethicon clips commonly fall off. What is meant by ¿the stapler did not fully engage¿? I believe the issue occurred because the clips do not close properly. Was the device difficult to fire? The device fired easily. Were the clips malformed? The clips appeared normal in shape. Does the surgeon believe the post-operative issue was related to an alleged deficiency of the device or were their other contributing patient factors? Please explain. I believe the issue occurred because the clips do not close properly. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.